Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a reset error every time the reservoir was changed. The customer did not recall the blood glucose reading. The customer reported that a temp basal was not programmed before the alarm. The insulin pump had not been stored or out of use for an extended period of time. The alarm occurred shortly after inserting a new battery. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the reset error test with no alarm. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked display window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube.